Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer that insulin delivery must be resumed after the auto-off safety feature alerts. A correction bolus was delivered to address bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. A system check was performed by tandem technical support and the pump was functioning as intended.